Event description:
Boston scientific received information that during a revision procedure for the right ventricular (rv) lead, this right atrial (ra) lead became dislodged. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.